Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested but unavailable: two different lot numbers were reported; m4ht78 and m4h02. Did the same issue occur with two cartridges? If no, why were two lot number reported? If no, which lot number is correct; m4ht78 or m4h02? What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Was buttressing material utilized? If so, which product? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a vertical gastrectomy (sleeve) procedure, during the use of kit, the black load (code: ecr60t and lot: m4ht78) did not staple two staples line, so the staples line was partially open. Another like device was used to complete the procedure. There were no adverse consequences for the patient.